Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they felt like their stimulation was turning off and on. The patient stated it happens intermittently. They noted that they saw 2 manufacturing representatives for adjustments, but it hasn¿t helped. The patient mentioned that after the re-adjustments, they though it was working okay, but then they went to the store, and noticed the stimulation stopping and starting again as they walked around the store. The patient added that now the issue is happening more, and has gradually gotten worse. The patient synced with their device at the time of the report, and their programmer showed that stimulation was on. It was also noted that the patient has adaptive stimulation. It was confirmed that adaptive stimulation was on and enabled, and that he selected group had adaptive stimulation enabled. Patient services reviewed that the adaptive stimulation is what could be causing the patient to feel like their stimulation is turning on and off (it may actually be increasing and decreasing). The patient stated that they prefer to turn adaptive stimulation off until they can meet with someone. The patient was to follow-up with their healthcare provider. The patient was implanted for non-malignant pain and radicular pain syndrome (radiculopathies).